Manufacturer narrative:
Clinical evaluation: a primary uncemented stem became loose. The date of primary surgery is unknown. The pre-revision xrays show a radiographically loose stem with evident signs of stress shielding and distal fixation only. This is a possible mode of failure of a cementless stems, described in literature, and causes are often unknown. No further conclusions can be drawn with the information at hand, particularly because post-operative xrays are not available.

Event description:
The patient had stress shielding in the femur. The surgeon revised the stem and implanted a amistem c size 8. Signs of metallosis were detected during the revision. The surgery was completed successfully.